Manufacturer narrative:
Additional information was added in h.11. The root cause for the reported complaint "incision enlargement" could not be determined. The reported complaint is lacking in relevant information such as what was the issue with the failed implementation of the lens using company device. It was reported that implantation failed despite an enlarged incision. The IFU instructs to: "insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever. Maintain adequate pressure to ensure the nozzle tip remains in the incision". It is unclear whether the reporter suspects a product issue or was the event due to use error. In addition to the above, the complainant indicates that the iol was removed from the autonome device and manually reloaded into a cartridge when the haptic breakage occurred. The root cause for the reported "broken haptic" appears to be related to user error - autonome is a pre-loaded device and the lens must not be removed from it and reloaded into a cartridge and can only be used with the autonome device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, implantation failure occurred though incision enlargement has been done. The lens was subsequently loaded in non-preloaded cartridge. When the implant was deployed in the eye, half of the upper haptic was broken and removed. The implant was positioned normally, but it was decided to leave it in place so as not to be deleterious if the implant was removed as the lens diopter was high. Additional information was received stating as per the patient's diopter and eye type (small with corneal degeneration), surgeon decided to leave it in, as lens was stable. On post-op day 7, the implant was centered.